Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the allegation against the right ventricular (rv) lead was not confirmed. This rv lead's resistances measured normal and setscrew mark was in the correct location. Further, this lead passed tests and there were no problem detected.

Event description:
Boston scientific received information that this right ventricular (rv) lead had high pacing thresholds. This rv lead was explanted. No additional adverse patient effects were reported. Supplemental report is being filed as additional information was received indicating that the elevated threshold of the right ventricular (rv) lead was due to lead dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the allegation against the right ventricular (rv) lead was not confirmed. This rv lead's resistances measured normal and setscrew mark was in the correct location. Further, this lead passed tests. Moreover, there were no problem detected.

Event description:
Boston scientific received information that this right ventricular (rv) lead had high pacing thresholds. This rv lead was explanted. No additional adverse patient effects were reported.